Event description:
According to the reporter, after opening the packaging for preparation, the nurse saw that the suture and the needle were detached. A new suture was used instead. There was noo patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.